Manufacturer narrative:
Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful and the investigation is ongoing. The root cause for the endocarditis and subsequent death remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient died approximately 3 weeks after the implantation of an edwards device due to endocarditis. As reported, the patient had underwent replacement of a non-edwards valve due to calcification with the subject device and died 3 weeks after the implantation. No other information is available.

Manufacturer narrative:
Through investigation it was learned that no viv replacement within an edwards device was performed on the date of event reported. The site informed that the operative notes for all 2019 were examined and no explants/replacements of non-edwards valves with edwards valves were ever performed. In addition, the site informed that they are not aware of any patient's death. Despite repeated attempts, no additional information was able to be obtained from the other manufacturer. The information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.